Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had no power, screen was stuck on black, and drawer failed to open. A field service engineer (fse) diagnosed a drawer failure and found both the drawer board and pyxis bus controller to be non-functional. The station was restored without the failed drawer connected, and the drawer controller and pyxibus controller were replaced. The user verified system operation through inventory counts and confirmed successful functionality with scan/load tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power, and the screen went black. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.